Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a f/u report.

Event description:
The acl was performed in (B)(6) 2009. The pt complained in (B)(6) 2011 of severe knee pain. The MRI confirmed a loose body. Yesterday, a knee arthroscopy was performed and a small piece of the rigidfix implant was removed from the knee joint. The acl and the knee did not require add'l procedures. Nothing being returned for eval.